Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant procedure, it was discovered that the patient had a perforation from the right ventricular lead. The patient was brought back to the operating room and the lead was explanted. On (B)(6) 2018, a new lead was implanted. Patient was stable during and after the procedure.